Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient experienced discomfort and pain at the implantable pulse generator (ipg) site of the deep brain stimulation (dbs) system while wearing a seatbelt and a backpack. The patient underwent a procedure in which the ipg was repositioned to a more inferior pocket. The patient is doing well post operatively. The device will not be returned as it remains implanted.

Manufacturer narrative:
With all the available information, boston scientific concludes that the cause of the patient experiencing discomfort and pain at the implantable pulse generator (ipg) site and undergoing a revision procedure was confirmed based on record review. The device was not returned, as it remains implanted, therefore; device analysis could not be done. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states implant site complications such as pain, poor healing, redness, warmth, swelling or wound reopening and pain, headache or discomfort are known risk with the use of deep brain stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The device was not returned as such physical analysis was not conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint, and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient experienced discomfort and pain at the implantable pulse generator (ipg) site of the deep brain stimulation (dbs) system while wearing a seatbelt and a backpack. The patient underwent a procedure in which the ipg was repositioned to a more inferior pocket. The patient is doing well post operatively. The device will not be returned as it remains implanted.